Event description:
It was reported the pt's ipg was explanted and replaced due to allegedly being depleted. During the procedure, the doctor electively disconnected the pt's lead and implanted two leads. The disconnected lead remains inside the pt at this time. The replacement ipg resolved the pt's issue. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.